Event description:
Discordant low results for pregnancy-associated plasma protein a (paa), free beta human chorionic gonadotropin (fbc), toxoplasma quantitative immunoglobulin g (txp), and rubella quantitative immunoglobulin g (rub) were obtained on an immulite 2000 instrument. One week later the patient was tested again for following-up and fbc appeared high. The results were questioned by a physician and both samples were rerun on the same instrument giving similar values. There are no known reports of patient intervention or adverse health consequences due to the discordant low results for paa, fbc, txp and rub.

Manufacturer narrative:
A siemens technical support center (tsc) confirmed that the instrument is regularly maintained by siemens field service engineers (fse). The tsc analyzed the database of the instrument and determined that the cause for discordant low results was bubbles in the sample. The tsc reinstructed the customer that the system works on capacitance liquid level sensing so presence of bubbles could lead to invalid sample aspiration and low results without flags. The instrument is performing within specifications. Further evaluation of the device is not required.